Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has two implanted devices. From the end of april to the beginning of may, they have been experiencing ongoing physical discomfort. For the device implanted in the shoulder, a tingling sensation occurs even while at rest. At the hospital, had been told that when looking downward, tingling in the chest might occur; however, even when maintaining a straight posture, tingling and vibrating sensations occur, with a feeling of pressure in the shoulder and scapular area. For the device implanted in the lower back, had been told at the hospital that tingling in the legs might occur when lying straight on the bed, but it had not been bothersome. Since the end of april, when lying on the right side in bed, a strong pulsating stimulation has been felt. When lying on the left side, it occurs less frequently. The lower back pain has resolved. It was explained that if adaptivestim is set, adjustments can be made by the patient; however, it was stated that although stimulation was reduced when going to sleep, the issue does not improve. Follow-up was requested from the area representative. The next appointment is scheduled for july, but the patient is considering an earlier visit. The issue has not been resolved. Additional information was received. Lead serial number, and implant date confirmed. Adaptive stim was enabled for this patient. The patient took a medical consultation on (B)(6). Regarding the cause of the tingling / discomfort / pulsing stim, the patient adjusted the output of adaptivestim himself, the setting output did not fit to them. Actions taken; adaptivestim was turned off at the outpatient visit on (B)(6), the stimulation intensity was adjusted to a low level that did not cause discomfort in any posture. The issue has been resolved, and logs will not be obtained since the patient¿s next appointment is in july. Additional information was received. On (B)(6), a representative from pries came to the hospital and an adjustment was performed, but the shoulder numbness did not improve. An appointment for a visit has been scheduled for monday, on (B)(6). This case had been handled as secondary support due to lower back and shoulder discomfort. It was reported that the shoulder numbness did not improve even after subsequent adjustment. On the controller, pressing the program button did not respond and it appeared to be set so that adjustment could not be performed by the user. It was requested that consultation be made with the medical institution, and the call ended.

Manufacturer narrative:
B3: date is month and year valid. G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.